Manufacturer narrative:
The soft canula was found to be flattened, however this damage did not prevent fluid from flowing through the complete fluid path during investigation. It could not be conclusively determined when or how this damage occurred. The download data contained no timeouts or drive stalls indicating there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod on the arm for between 5 and 24 hours.